Event description:
It was reported to the aci vascular closure specialist (vcs) that a male patient underwent a coronary intervention procedure on (B)(6) 2011 in which the mynx device was used to close the femoral artery. There was no information provided regarding the procedural steps taken to deploy the device. There were no reports of complications during the procedure or closure. The patient was ambulated and discharged to home per hospital protocol. It was reported that three days post discharge, the patient presented back to the hospital complaining of lower left leg pain. The interventional radiologist (ir) performed an angiography to evaluate the run-off vessels in the patient's leg. The angiography revealed the alleged sealant lodged in the patient's popliteal artery. The patient was sent to surgery for a cut-down to remove the alleged sealant. According to the ir, the material removed was foreign matter and therefore sent to pathology to be cultured. The aci vcs reported that the groin shot showed evidence of plaque at the access site, indicating a possibility that the sealant may have been delivered intravascular as well as extravascular. It was reported that the surgeon believed there were "little pieces of sealant" in the artery at the popliteal area. The patient remained in the hospital at the time of this reporting. Per the vcs, the patient is still under a doctor's care at the hospital due to swelling in the lower leg post surgery.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1117410) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.